Manufacturer narrative:
H4: the lot was manufactured from july 10, 2018 - july 11, 2018. H10: the device was received containing no fluid in the bladder because the tubing line was cut to drain the fluid out. The tubing line was reconnected and functional testing was performed by filling the device. During fill, no leak was observed. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the luer lock. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.